Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Clinical study.

Event description:
According to the available information, though not verified, abstract article - 120 patients were implanted with restorelle y. One patient reported ileus following placement, two patients reported de novo dyspareunia, and one patient reported undergoing re-operation for prolapse.